Event description:
It was reported that during a dip fusion procedure the surgeon inserted a 2.4 mm headless compression screw with a 1.1 mm non-threaded guide wire. The screw threads started to peel away from the shaft. Surgeon removed the screw and all of the peeled thread, selected another screw and completed the procedure. All pieces were removed. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with the thread completely peeled away. Therefore a measurement of the thread dimensions is not possible. The inner and as well the outer diameter of the shaft are according to the specification. Based on the provided information the reported occurrence is indicative of an excessive metallic contact. As the thread can not be checked this complaint is considered indeterminate from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.